Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient went for surgery for a battery replacement and had their implantable neurostimulator (ins) explanted and replaced with a different manufacturer. The clinician stated this was due to frequent need for battery replacement. There was a complaint for frequent need for battery replacement. It is unknown if there were any environmental/external/patient factors that may have led or contributed to the issue, unknown if any diagnostics/troubleshooting was performed, and unknown what actions were taken. The issue was indicated to have been resolved.